Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: four (4) events were reported for this quarter. Product return status: four (4) devices were received for evaluation. Evaluation status: three (3) events were confirmed during testing. One device was found to be affected by corrosion. Two (2) devices were unable to have the cause established. One event were not confirmed during testing; the device was found to be within specifications. Product disposition: four (4) devices were repaired and returned to the user facility. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which the device was reportedly leaking. Four (4) events had no patient involvement; no patient impact.